Manufacturer narrative:
(B)(4). The device was received. The device evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while unpackaging a 3.5x20 nc trek rx balloon dilatation catheter (bdc), when pulling off the protective sheath with resistance felt, the balloon became stretched. The device was not used in the patient. A non-abbott bdc was used to complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.